Event description:
It was reported that prior to an unk procedure, the end of the device was bent and the customer could not use it. Another like device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.